Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead. Reporting for due diligence: the customer did not attribute the rash to the use of the soclean 2 device. The onset of the rash was noted after the customer changed their pap mask. The customer has expressed a desire to continue using the soclean 2 device and has been instructed on proper handwashing technique.

Event description:
Customer reports red, raised rash on face where pap mask comes in contact with skin. The md was seen and the customer received prescription strength hydrocortisone cream.